Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow and ok keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: a visual inspection revealed that the keypad button cover was found to be intact. The keypad buttons were found to be responsive. The keypad cover was removed and contamination was found under the button key contacts. Unrelated to the complaint, the display screen was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.